Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the bolus button on the insulin pump was unresponsive. The customer was unable to bolus. Customer's blood glucose level was 103 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump buttons all responded properly. The keypad traces and keypad connector were inspected and no anomalies were noted. The insulin pump was received with mino rscratches on the display window and cracked battery tube threads.